Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient in the last two weeks can no longer hear when using the device. There was no visible inflammation, accident or trauma to the implant site reported. Re-implantation is planned though no date for the surgery has been set.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's mother reported that for the last two weeks the patient can no longer hear when using the device. There was no visible inflammation, accident or trauma to the implant site reported. The patient has been re-implanted.